Event description:
It was reported by customer that the cs300 intra-aortic balloon pump (iabp) has auto fill error and it was intermittently working. It is unknown under which circumstances this event occurred, or whether there was patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the unit and found during purge to complete auto-fill, the unit was not purging on the shuttle side. The stm replaced the purge assembly to resolve the issue. All safety, and functionality checks were completed per the service manual and passed per factory specifications. The iabp was returned to the customer and released for clinical service upon completion.

Event description:
It was reported by customer that the cs300 intra-aortic balloon pump (iabp) has auto fill error and it was intermittently working. It is unknown under which circumstances this event occurred, or whether there was patient involvement. However, there was no adverse event reported.